Event description:
It was reported that the implantable pulse generator (ipg) had eroded through the skin that caused the patient to have methicillin-susceptible staphylococcus aureus (mssa) infection. The physician confirmed that the infection was not device related but rather due to the protrusion of the ipg. No device malfunction was suspected. The patient underwent an ipg explant procedure and was administered with antibiotics. The patient was doing well postoperatively and the explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.